Event description:
Event description guidant received information that this high voltage epicardial patch was exhibiting a high out of range impedance measurement. A guidant technical services (ts) consultant discussed that there could be a loose setscrew or lead damage. No adverse patient symptoms were reported.